Event description:
A caller reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction occurred again.